Manufacturer narrative:
Block d4, h4: the upn and lot number was provided however, it would not populate in the system. Therefore the unique identifier UDI and catalog number are unknown. Block h6: problem code 1069 captures the reportable event of catheter broken. Block h10: investigation results a visual examination of the returned complaint device confirmed that the catheter was broken into two separate parts. Marks found around the broken ends of the catheter suggest interaction with an unknown device. Residues was also noticed inside the catheter which indicates the use and handling of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. It is most likely that handling and manipulation of the device can lead the catheter to break and the interaction with other devices could have contributed with the reported issues. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end was used in the kidney, ureter and bladder (kub) during a flexible ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device snapped in half when it was being used through a cytoscope as a part of a retrograde fluoroscopy. Reportedly, a broken end of the catheter detached inside the patient and was retrieved using graspers. The procedure was completed with another axxcess ureteral catheter open end. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The upn and lot number was provided however, it would not populate in the system. Therefore the unique identifier UDI and catalog number are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end was used in the kidney, ureter and bladder (kub) during a flexible ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device snapped in half when it was being used through a cytoscope as a part of a retrograde fluoroscopy. Reportedly, a broken end of the catheter detached inside the patient and was retrieved using graspers. The procedure was completed with another axxcess ureteral catheter open end. There were no patient complications reported as a result of this event.